Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv oversensing were observed. The oversensing was caused by double counting of the qrs during a capacitor maintenance. The patient was scheduled for a follow-up, but did not attend. No further information is available.